Event description:
It was reported that the patient did not have therapeutic effect. The stimulation was intermittent. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).